Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence was noted in the event history log: (B)(6) 2017 4:07:40 pm info alarm: standard admin set latched; (B)(6) 2017 4:07:40 pm high alarm displayed: cassette not attached properly; (B)(6) 2017 4:07:43 pm cassette latch was opened. Device underwent cassette latch and occlusion functional tests. As a result, the reported problem was duplicated. Error "cassette not attached properly" message was detected after latching a cassette onto the pump. This has been determined to be a faulty downstream sensor with an unknown problem source. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has constant alarm for cassette not attached. No patient involvement.